Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer charging. The patient underwent a battery explant and patient was doing well postoperatively.